Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented via remote transmission, sudden drop and low impedance was noted on the left ventricular (lv) lead. Other measurements were stable. No intervention was performed. The patient was stable and will continue to be monitored with regular follow ups.